Event description:
During surgical procedure team reported that the moses 200 laser fiber was hard to connect and no aiming beam present. No laser fiber obtained, no further issues reported. Laser fiber and wrapper saved, handed over to materials management. Moses 200, manufacturer-lumenis, ref# ac-10030100, lot# 15092509, exp:3/20/28.